Event description:
Tech alleged that the head of the unit would not raise. No pt impact.

Manufacturer narrative:
The tech found the head up valve was stuck. The tech replaced the head up to resolve the issue.